Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak under the synchron lxi 725 clinical system. The fluid that leaked was yellow-brown in color and appeared to be waste. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and observed leak in the hydropneumatic area from 2 valves. Fse cleaned the fluid and replaced cracked tubing on the valves. This issue was resolved.